Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer alleged that the nut that holds the front wheel on has fallen off. He is not able to get the serial number. MDR filed.

Event description:
(B)(6) 2012. No serious injury alleged. Malfunction alleged. Consumer alleged that the nut that holds the front wheel on has fallen off. He is not able to get the serial number. MDR filed.

Manufacturer narrative:
(B)(4) 2014 - this report is follow up 001 to complete the information.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model p9000xdt, serial number/date code unknown. The owner's manual part number 1118386 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.